Manufacturer narrative:
This report is submitted on october 8, 2020.

Event description:
Per the surgeon, the patient experienced an infection resulting in the skin-flap breaking down and the extrusion of the receiver/stimulator. The infection was treated with oral antibiotics. The device was explanted under a general anaesthetic on (B)(6) 2020. There are plans to re-implant another device 6-8 weeks post explant.

Manufacturer narrative:
This report is submitted on 16 november 2020.